Manufacturer narrative:
Patient identifier: unk. Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
It was reported that the surgeon plans on exchanging a 13.2 mm tmicl13.2 implantable collamer lens, -12.50/+3.5/093 (sphere/cylinder/axis) for a shorter length lens. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).